Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastric stimulation and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the patient had their device removed and replaced as the lead eroded into the patient's stomach. Her battery was also dead. No interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.